Event description:
It was reported that upon removal of the 25khz straight tip was being removed from the package when it was observed to be broken. There was no patient involvement, and there were no user injuries or adverse consequences.

Event description:
It was reported that upon removal of the 25khz straight tip was being removed from the package when it was observed to be broken. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The reported event of the tip cover breaking was confirmed during service inspection. Based on subject matter expert consultation, a broken tip cover coming from packaging can be a result of handling and storage at the customer site. The tip covers are designed to be frangible for customer preference. This allows the customer to shorten the length of the cover easily for different procedure types. The device was scrapped at the manufacturer.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed.